Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported that the sensors were inaccurate and that she had received lost sensor errors and calibration errors. The blood glucose was as high as 500 mg/dl. Customer declined troubleshooting. Nothing further was reported.